Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Please review attached for investigation results. (B)(4).

Event description:
It was reported a revision surgery was performed due to dislocation. The inner head dislocated out of the bipolar head.